Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 6. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on the morning of (B)(6) 2018, the adc freestyle libre sensor repeatedly provided a message 'hi' (reading greater than 500 mg/dl). Customer self-treated with insulin (dose/type unknown) and subsequently experienced being "absent, unable to walk", and a loss of consciousness. Paramedics were called and upon their arrival, customer was transported to a hospital where he was diagnosed with hypoglycemia and treated with intravenous glucose and food. There was no report of death or permanent injury associated with this event.